Event description:
It was reported that during the procedure, the coil (subject device) felt resistance within the microcatheter and was unable to be deployed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. The subject device was returned for analysis and it was discovered that the main coil (subject device) was found to be broken/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was found to be stretched, tangled and broken/fractured. The delivery wire was found to be kinked/bent. A functional test for the reported event 'coil in catheter friction' was unable to be performed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The main coil was found to be stretched, tangled and broken/fractured. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the ar code 'coil in catheter friction' and to the aa codes 'main coil stretched', 'main coil broken/fractured during use', and 'main coil tangled.' An assignable cause of 'handling damage' will be assigned to aa code 'coil delivery wire kinked/bent' as these defects appear to be associated with handling of the product or portion of the product during the procedure.